Manufacturer narrative:
The device was returned for evaluation. All labels were still intact. There was no physical damage found on the device. As a result of checking the log, it confirmed that there was a record of a continuous high pressure alarm over a several day period. A function test was performed. It could not confirm the customer reported issue. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The event was not reproducible, so it could not make a decision. The root cause is unknown. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the product, a high pressure alarm went off. There was no patient injury.